Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 20-sep-2023. H6: investigation summary bd received a q-syte closed luer access device from lot 1243419 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no physical damage or deformities. Next, the engineer performed a leak test by flushing the q-syte device and leakage was observed coming from the vent holes of the top body. The column was also inspected and a tear was seen in the column wall. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. Unfortunately, the engineer could not determine a definitive root cause for the observed damage.

Event description:
It was reported that 6 bd q-syte¿ luer access split-septum stand-alone devices leaked during use. The following information was provided by the initial reporter, translated from chinese: "leakage at the joint."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd q-syte¿ luer access split-septum stand-alone devices leaked during use. The following information was provided by the initial reporter, translated from chinese: "leakage at the joint".